Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not turning on and remote support service (rss) was offline. The field service engineer (fse) found the station was displaying a black screen and unable to power on. The issue was isolated to drawer 2.1, which was causing a high current. The drawer controller was replaced, and the system was tested using the hardware test application (hta) and the dispensing application. The station functioned correctly, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary unit failed to power on and appeared offline on remote smart service. The technician powered the machine off, but it does not restart and remained non-operational. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.